Event description:
The complainant states that she believes the referenced md is not following protocols for a clinical trial involving pharmacogenics on a cardiac shunt. The complainant states that the md is charging the pts instead of the study sponser for study related procedures, ie central lines. The complainant states that she was told by another employee that the md had a pt sign a consent form after the pt was sedated and that this pt subsequently died.